Event description:
It was reported that the devices were used during a laparoscopic hernia procedure. It was reported by the rep that (2) staplers misfired. Neither would form staples properly into coopers. A third ems was pulled to complete the case. There was no consequence to the pt.